Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. It should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU), the nominal outer body diameter of a 20fr gore® dryseal flex introducer sheath is 7.5mm. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Manufacturer narrative:
B18 ¿ the device was discarded at the facility and was therefore not available for analysis. Code c21 ¿ results pending completion of product history evaluation. It should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU), the nominal outer body diameter of a 20fr gore® dryseal flex introducer sheath is 7.5mm. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system for descending aortic aneurysm. An attempt was made to advance 20fr gore® dryseal flex introducer sheath (dsf) from right access, but it was unable to do so due to calcification. Further attempts to advance the dsf resulted in damage to the right external iliac artery. The left external iliac artery was also injured during advancement of the 20fr dsf from the left access. It was later reported that the injury that was observed in both the right and left external iliac arteries was rupture. Two stent-grafts were placed for right external iliac artery repair. The right internal iliac artery was covered. A stent graft and stent were placed for the left external iliac artery repair. The patient tolerated the procedure. The physician stated as follow: the condition of the bilateral external iliac arteries was not good, and injury was assumed. Upon review of case diagram, measurements for the left internal iliac artery measured between 5-5mm and 6.1mm (diameter) and measurements for the right external iliac artery measured between 4.2mm and 5.5mm (diameter). Per the dryseal flex introducer sheath IFU, the outer diameter of a 20fr dryseal sheath is 7.5mm.